Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep adjusted the workstation power supplies. The system operates as intended.

Event description:
It was reported that the 2600 system was not booting. No pt injury was reported.